Event description:
New information received indicates that the patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock due to noise. Increased capture threshold, lead noise, perforation, and lead dislodgement were also noted. The lead was repositioned. The patient was discharged home.